Manufacturer narrative:
(B)(4)

Event description:
It was reported that there were 2 pace impedance measurements that were out of range. During pocket manipulation at follow up, the pace impedance was stable. Patient was in good condition and left hospital with alert function activated to further monitoring.